Event description:
Customers reported getting error messages on their machines several times, including after testing machine with control solution. These were the first complaints on this product. Returned to wholesaler for credit.